Event description:
It was reported from ous that during the surgery, the instrument was broken during impacting. A broken piece fell on the floor not into the patient's surgical site. The implant was already fixated before the breakage of the impactor. The agent was present at surgery. There was no delay to the surgery and no clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on 03/07/2019 kn. Mfg date: 06/15/2006. Design-related issues: the design of the lpi locking femoral impactor has been in the field since 2005. Exactech has received 2 complaint reports involving lpi locking femoral impactor devices that have fractured at the threaded component of the locking jaw since 2014. Because the femoral impactor is used in total knee surgeries, sales data from 2014 to 2018 for femoral implants was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of receiving any complaint reports involving another part from this manufacturing lot of 25 pieces which have been in the field since 2016. Exactech complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this locking femoral impactor, 750-2003-019- rmr instruments rev-, was reviewed. The risk is captured in line 18. Corrective action is not required because the occurrence rate is " very low", and the risk is captured in the rmr. The most likely cause: the broken instrument reported in experience c2017-656 was likely the result of applying a bending moment to the locking jaw, which led to the plastic deformation and ultimate fracture of the screw threads. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. This event did not lead to patient adverse event. An investigation was conducted; the broken instrument reported was likely the result of applying a bending moment to the locking jaw, which led to the plastic deformation and ultimate fracture of the screw threads.